Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, likely, that the light kept blinking for the reprocessing process was not completed because of a clogged detergent tube, or reprocessing was not conducted after replacing the detergent. However, a definitive root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU). Chapter 3. Inspection before use: 3.5 inspecting and replacing the detergent tank. Note. If reprocessing is initiated without detergent, the error code [e95] is displayed and the reprocessing is stopped. The detergent replacement indicator on the main panel blinks. Chapter 4 reprocessing operations when the error code [e95] is displayed during the reprocessing process if the detergent has run out and the error code [e95] is displayed, the equipment will stop the process. In this case, you need to start the reprocessing process from the beginning after replenishing the detergent. Note. The detergent replacement indicator is turned off when running a reprocessing program after performing 1 to 6 below to fill the detergent in the detergent supply piping. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoscope reprocessor¿s detergent replace light was still blinking after replacing detergent. The issue was found during reprocessing. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.